Event description:
It has been reported that one bd precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign material on the needle hub. There is foreign material(black) on the 18g needle hub.

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: ¿1 photos was received for evaluation. ¿from the photo, observed black embedded foreign matter on the needle hub. Sample evaluation: ¿1 actual sample without packaging was received for evaluation. ¿the sample was not decontaminated. ¿the 1 actual sample was subjected to visual inspection to check for foreign matter. ¿observed 3 black embedded foreign matter on the needle hub. The ftir results shows that the spectrum has no good match available in the library, but the best match is mixture of carboxylic acid salts and other unknown compounds. A device history record review showed no non-conformances associated with this issue during the production of this batch. Embedded foreign matter could be a result of degraded polypropylene in the injection screw of the molding machine. There is a yearly preventive maintenance to replace the injection screw. However, based on the ftir results, the embedded foreign matter is not polypropylene but a mixture of carboxylic salts and other unknown compounds. Carboxylic acid salts are not used in our molding process. Root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd precisionglide¿ needle has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign material on the needle hub. There is foreign material(black) on the 18g needle hub.